Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced seizures whenever the pump dose was increased. The pt's therapy wasn't as effective as hoped. The pt's mother preferred the pump to be explanted rather than replaced following surgery for erosion (refer to MFR's report # 6000030-2010-02252).